Event description:
It was reported that the insulin pump alarmed button error after the end of troubleshoot for a no delivery alarm. The blood glucose reading was 579 mg/dl, which was treated with manual injection. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found moisture damage to the corroded keypad traces during visual inspection. No button error alarm during testing. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.